Event description:
The customer reported a leak of diluent under the coulter lh 780 hematology analyzer. The volume was reported as about 5 cc and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found cut tubing on the sample line at vl46b (valve 46b). The customer replaced the tubing at vl46b to resolve the leak. (B)(4).